Event description:
A distributor contacted zoll to report that a (B)(6) year old male patient received inappropriate defibrillation. The patient received a treatment at 10:02:50 on (B)(6) 2014. The rhythm at the time of the treatment was atrial fibrillation (af) with a rapid ventricular response (229 bpm). The rapid af rate contributed to the false detection. The response buttons were used intermittently but not immediately prior to the treatment. The patient went to the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2009 - reuse. Electrode belt (B)(4): (B)(6) 2008 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.